Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a resolute onyx drug eluting stent. It was reported that the stent got caught on another stent and a stent strut got damaged. The device was replaced with a non mdt stent of the same size which was able to cross. There was no patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.